Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿neglect of cleanliness management such as wash hands¿. The peritonitis was manifested by turbid drainage. The same day as event onset, the patient was hospitalized for the peritonitis event. Treatment was not reported. Pd therapy was ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined further follow up information.